Event description:
Additional information was received on (B)(6) 2013 when product analysis was completed on the explanted generator. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications and there were no anomalies found with the pulse generator. Product analysis was completed on the explanted lead. A portion of the lead assembly (body) including the electrodes was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. No obvious anomalies were noted except for the half set of setscrew marks found near the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator. The additional setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest a discontinuity in the returned portion of the device. The physician reported that the high impedance was first observed on (B)(6) 2012 and diagnostics showed results of lead impedance=high/dcdc=7/output=limit. X-rays were taken on (B)(6) 2012 but the physician stated that they were negative for breakage. No patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance. The physician indicated that the patient's seizure frequency did increase slightly but was below pre-vns baseline levels. No causal or contributory programming changes, medication changes, or other external factors precede the onset of the increase in seizures.

Event description:
Additional information was received on (B)(6) 2012 when the explanted generator and lead were returned to the manufacturer for product analysis. It was noted that after replacement, the lead impedance was "ok". Product analysis is still underway and has not yet been completed.

Event description:
On (B)(6) 2012 clinic notes were received dated (B)(6) 2012 which indicate that the patient's mother feels as though there has been an increase in frequency of partial seizures over the last week. She also feels as though there has been an increase in the frequency of her already frequent multifocal myoclonic jerks. There have been no changes to her medication. The patient's mother denies that the patient has fallen recently or had any obvious trauma to her chest or neck. The patient's settings were noted to be output=1.75ma/frequency=30hz/pulse width-500usec/on time=30sec/off time=0.8min/magnet output=2ma/magnet pulse width=500usec/magnet on time=30sec/neos=no. The patient's settings were increased to an output=2ma and magnet output=2.25ma. Device diagnostics were performed which showed high impedance; lead impedance=high/output=limit/dcdc=7. The physician indicated that he is concerned that there may be a lead fracture. The patient was referred for x-rays and revision surgery. Clinic notes dated (B)(6) 2012 indicate that the patient continues to have a lot of partial and occasionally typical generalized seizures. The patient was noted to have 6 brief partial seizures the week prior. Additional information has been requested from the physician but no further information has been received to date. The patient underwent revision surgery on (B)(6) 2012. Attempts for product return are underway but the product has not been returned to the manufacturer for product analysis to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death.